Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The investigation was unable to determine a definitive cause for the reported patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and occlusion, as listed in the coronary stent system multi-link vision, rx instructions for use, are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported by the patient that on (B)(6) 2013, after experiencing chest pain, a 3.0 x 12 mm multilink vision stent was implanted. At an unspecified time, either before or after stent implantation, the patient experienced a heart attack. At an unspecified time, the stent was noted to be occluded. No treatment is planned; however, the patient is currently in the hospital for an unspecified reason. There was no additional information provided.